Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 23-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. The placement was painful, almost fainted, and complication of device insertion. She had abdomen pain, gastrointestinal complaints, lower back pain, breasts pain, pain radiating legs, , loss of libido, tiredness, mood swings, vaginal secretion, nasty smell from under, hormones were still upset, everything swollen from under, ovaries were enlarged, blood pressure too low, and heavy feeling in her body. The influence of essure in her daily life included the fact that she was not able to roll over in bed, work-related problems, she was not able or only half able to do daily stuffs. She visited a doctor, received medication. Essure removal was performed on (B)(6) 2016. She had not recovered. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed 1 year and 4 months later. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed 1 year and 4 months later. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.